Manufacturer narrative:
(B)(4). The analysis results showed that one ecr60d was returned with the pan partially detached. Upon further inspection, it was noted that 28 drivers were missing as well as the one piece sled, making the reload non-functional. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. It should be noted that each cartridge reload is 100% inspected through (B)(4) to ensure that the one piece sled and all staple drivers are present prior to shipment. Batch history review has been completed with no anomalies reported.

Event description:
It was reported that during a sleeve gastrectomy procedure, the device locked in the beginning of the first firing. When the cartridge was replaced the device was fired successfully. There were no adverse consequences for the patient.